Manufacturer narrative:
The pt remains ongoing with the replacement pump. The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device. Approx 1 month post-implant, the hosp staff reported that the left ventricle (lv) was still dilated and not unloading completely, despite an increase to pump speed. A cardio-CT scan revealed the inflow conduit was positioned against the lateral wall. An echo revealed signs of thrombus formations in the lv. An elevation of lactate dehydrogenase (ldh) and plasma free hemoglobin were noticed and a decision was made to exchange the pump two days later. During the procedure, the surgeon removed the thrombus formations in the lv and repositioned the inflow conduit successfully. With the improved inflow conduit position, it was possible to unload the lv better and the pt was stable following the procedure. Hemolysis parameters began to decrease one day after the pump exchange. The surgeon attributes the thrombus formation observed in the lv to poor positioning of the inflow conduit and not to a device related issue.